Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). One unknown zimmer screw with crown was returned. Visual evaluation of the as returned product identified no apparent malfunction, but showed signs of use. Screw was intact inside the crown so it could be identified for exact item number. Functional testing was done and screw threaded into the in-house implant normally. Device history record (DHR) and complaint history review: DHR reviews and complaint history reviews could not be performed, as the item/lot number associated with the reported products is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Therefore, based on the available information, device malfunction for screw has not occurred. Hence, the overall event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
It was reported screw loosening.